Manufacturer narrative:
Immucor technical support received an email of the batch testing records in question, via the immucor employee at the customer site, to assess the test well images in question, which appeared visually as negative. The immucor laboratory tested retention product on (B)(6) 2018, which performed as expected. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The internal immucor record tracking number for this report is (B)(4). The customer site had sent blood samples to the immucor laboratory for testing on (B)(6) 2018, but unfortunately both of these two (2) blood samples were unlabeled, and therefore could not be tested. Note: the customer site reported this event independently to the FDA under mw5076325 on (B)(6) 2018. The FDA subsequently alerted immucor of this customer report on a letter dated (B)(6) 2018.

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site an unexpectedly negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument, when tested on (B)(6) 2018.